Event description:
A pt, of unk gender and medical history, underwent a percutaneous endovascular procedure (exact date unk). At the end of the procedure, a mynx vascular closure device was used to obtain femoral artery hemostasis. The mynx device was reportedly prepped and deployed per the instructions for use (IFU) by a physician in training to the mynx procedure. Hemostasis was achieved and the pt was discharged per hosp protocol and without incident. Six days following the initial interventional procedure, the pt presented with a boil at the skin puncture site which was accompanied by tenderness and pain. Prophylactic antibiotics were administered and the sealant was removed surgically. Cultures were negative for infection and there was no increase in white blood cells. Although requested, no additional info was provided by the site. There have been no reports of any further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval. Based on the limited info provided, the root cause of the reported surgical procedure was the local reaction. Per the IFU, the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. There is not evidence to suggest that the mynx device did not perform as intended. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.